Event description:
The 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction in the device's memory logs but could not duplicate the event. The unit passed extended self testing.